Event description:
It was reported that during a gastroplasty procedure, at the attempt to give the first firing the device locked in the anastomosis. Unk how case was completed. There were no adverse consequences to the pt. Requested additional info, but the reporting facility has no further details of the event or pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.